Manufacturer narrative:
Internal complaint reference#: (B)(4).

Event description:
It was reported that during use in a shoulder cuff repair surgery, the osteoraptor anchor could not tightened and would come out. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H2: additional information ¿b5: event description¿ the corrected data is in h10: additional manufacturer narrative.

Event description:
It was reported that during use in a shoulder cuff repair surgery, the osteoraptor anchor could not tightened and would come out. The insertion site was cleared from all debris. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device in the original bone hole. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found labelling confirming the product identification information. The anchor and sutures are in a bag, and no signs of physical damage can be seen. The sutures are still passing through the suture window of the anchor. A visual inspection of the returned device found that the device is not in its original packaging. The device has been deployed, and the sutures are still passing through the anchor. There are no signs of deficiencies, and there is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.